Manufacturer narrative:
(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that debris was noted on the femoral component medial condole just inside the box area. No surgical delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this complaint was returned for examination. Visual examination found package foamy in the femoral component. Additionally, it seems they tried to implant it. As the device was received, with solidified bone cement attached to the inner surface of the device. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product: 150410107, lot#: 9472401. And no non-conformances/ manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device product 150410107, lot 9472401, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a3, d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.